Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex catheter. During the procedure, the tail of the catheter was damaged for unknown reasons, and the guide wire could not enter. After opening the catheter, it was flushed with a needle cannula, then inserted into the body and functioned normally. Suction was performed twice on the superficial femoral artery, and after normal flushing, the tail screw was found to be significantly curled, and the guide wire could not be reinserted. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and provided image contain information regarding catheter stretched helix. After review of the provided images the stretched helix cannot be confirmed. However, it can be clearly seen that the helix is winded up inside the handle window. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex catheter. During the procedure, the tail of the catheter was damaged for unknown reasons, and the guide wire could not enter. After opening the catheter, it was flushed with a needle cannula, then inserted into the body and functioned normally. Suction was performed twice on the superficial femoral artery, and after normal flushing, the tail screw was found to be significantly curled, and the guide wire could not be reinserted. The procedure was completed using another device. There was no reported patient injury.